Event description:
It was reported that during percutaneous coronary intervention (pci) procedure a balloon rupture occurred. The 100% stenotic lesion was located in the moderately calcified mid left anterior descending artery. After the physician crossed the lesion with the guidewire, the 2.5x15mm maverick2 balloon was advanced to the lesion. On the first inflation, the physician attempted to inflate the balloon to 6 atm; however, a back flow of blood occurred into the inflation device at 4 atms. The physician removed the device and "confirmed" the balloon had ruptured. There were no pt complications. The device was removed intact. The procedure was successfully completed with another 2.5x15mm maverick2 balloon and the deployment and post dilation of a stent. Pt status is reported as "good".